Event description:
The customer reported the ac power module is not functional - would not charge the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module is not functional - would not charge the battery. There was no reported pt involvement. The customer tested the device with a known working ac power module and the device worked fine. The customer was provided info on replacing the module. The ac power module was not available for eval. We will consider this a malfunction of the ac power module where the module would not charge the battery.